Event description:
It was reported that the pump was giving high pressure alarm while patient is trying to prime tubing. Patient was feeling anxious about possibly having to mix new cassette. While on the line, patient double checked and there were no kinks in her tubing, nothing was clamped. Switching pump resulted in same error. Patient was advised to change tubing which she did while on the line. Changing tubing resolved alarm. Patient was connecting and beginning infusion at end of call. No patient injury was reported.

Manufacturer narrative:
No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history record review could not be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.